Event description:
I am on the minimed paradigm 512 insulin pump in 2007 I went to a friend's house in falmouth ma. I arrived around 7pm. Around 10pm I felt sick stomach ache. I checked my pump before I left home and had approx 35 units in my pump. I checked my blood sugar, it was 296 so I gave myself 15 units of insulin through the pump. I layed down and fell asleep, at 1am on the next day, I woke up vomiting. My friend came in and asked what was wrong, I checked my pump, on the main screen there is a diagram of a needle with bars to show how much insulin is remaining. There was 2 bars which is approx 25 units remaining. I hit the esc button and scrolled down, it read --- units remaining which means there is no insulin in the pump. I was approx 1 hr away from home. My friend asked what do we do, I said get me to the hospital right away. The hospital was approx 20 mins away. When I arrived, my blood sugar was 620! I was hooked up to an EKG machine I was complaining my chest was hurting. I was in the hospital for 7hrs to get my blood sugar under control. The insulin pump gave no warning that I was out of insulin in which it is supposed to do. Dates of use: 2007. Diagnosis or reason for use: juvenile diabetes.